Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. Failure analysis investigation confirmed but did not replicate the reported complaint. The instrument was found to have an unclamp failure based on a log review. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. System log investigation: a review of the instrument log for the stapler 45 (pn: 470298-12, batch-sequence: t10180926-0025) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2019 on system (B)(4). The alleged event occurred on the 43rd use of the instrument. A tableau/salesforce review was performed, indicating that the stapler 45 instrument was last used on (B)(6) 2019 in a pulmonary lobectomy procedure on (B)(4). Image/video review: no investigation required as no image or video clip for the reported event was submitted for review. This complaint will be reported due to the following conclusion: the stapler instrument was found to have incurred an unclamp failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the stapler 45 instrument was not firing and the jaws would not open. The stapler release kit (srk) had to be used. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.